Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported the cause of the zapping and burning was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient experiences a zapping or burning sensation when they move their head in a certain way. The patient was involved in a strenuous weight training exercise when the issue first occurred. Impedance measurements were taken and found to be elevated on contact 1. Impedances with that contact were found to be between 3960 and 5454ohms. The patient is currently programmed using that contact. It was stated that the issue will be monitored to observe if the condition persists, improves or worsens. No further complications were reported or anticipated.